Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative met with the patient to clear an overdischarge and patient was able to charge ins up to 25% at the office and clear por and continue charging at home to 75% and ins went back down to zero charge. It was asked what is the cause of ins going down to zero charge. Patient stated the implant have been in overdischarge since 2016. It was reviewed that an ins that had been in over discharge for approximately three years such as that could possibly charge and discharge rapidly post over discharge. It was advised the patient continue to charge the ins diligently over the next several days and charge cycles. It was strongly advised to avoid pressing on/off buttons and using the programmer until the por had been cleared. It was noted the manufacturer representative tried to clear the por in the office but every time they tried the ins would discharge below the level where the por clearing could process.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was able to get the implantable neurostimulator to charge to full. The manufacturer representative was able to clear the power on reset and adjust stimulation to get her painful areas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that as of 1-15 the patient stated that the charge would not go above 75% and the por had not been cleared. It was indicated that the patient was waiting for direction from the physician, considering explant so they could get an MRI. The patient¿s weight was unknown and was not available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.